Event description:
It was reported that the ilet issued an out-of-insulin alert followed by repeated insulin occlusion alerts after the user and caregiver changed supplies; after additional troubleshooting and a tubing and site change, the occlusion alerts ceased and blood glucose, which had risen to 370 mg/dl, began to decrease to 317 mg/dl while the user prepared to eat. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy once ilet stops dosing. With no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.